Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Anatomy related; type 2 endoleak. Cause of event is unknown. Conclusion: stent graft occlusion. Anatomy related; type 2 endoleak. Cause of event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At the index procedure the aneurysm and vessel morphology was reported as the following: 5.9 cm in diameter aneurysm was reported with an infra-renal angle of 43 degrees. Proximal aorta was 23 mm in diameter and 45 mm in length. Right iliac artery was 10 mm in diameter and the left iliac artery was 20 mm in diameter. The right and left femoral arteries were 10 mm in diameter. There was no presence of circumferential thrombus; however, there was a major presence of calcification. At the end of the procedure, a type ii endoleak was discovered. The location of the endoleak was on the left side of the inferior extremity of the aortic neck. The leak type was a jetting. No intervention was performed. Approximately one year post index procedure a CT with contrast noted the aneurysm was 67 mm in diameter and that there was partial thrombus in the limbs. There was very minor thrombus seen on the wall of both stent graft limbs and the physician stated that he will follow up at the next imaging because it may disappear. No clinical sequelae were reported and the patient is fine.